Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient was seeing service code 2703. The patient programmer reads 634 in red. Patient has not had any falls or accidents. Rep had patient run an impedance test using the patient programmer and they know the patient has an issue but haven¿t connected to the battery yet to know details.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the representative reporting that upon interrogating the device an impedance issue was identified on one of the patient¿s contacts, which the patient had been programmed on. The patient had reported needing to charge more frequently. The cause of the service codes was believed to be related to the impedance issue. To resolve the problem, the patient was reprogrammed to avoid the affected contact, and the representative reported not having heard from the patient since. The issue has been resolved, and the information has been confirmed by the physician.